Event description:
It was reported that during a percutaneous coronary intervention treatment procedure, a balloon rupture occurred. Access was obtained via the femoral artery. The 75% stenosed lesion was located in the moderately tortuous and severely left circumflex (cx) artery. The physician advanced a 15mmx2.50mm nc quantum apex balloon to dilate the lesion. The nc quantum apex was inflated to 10atms and ruptured. The nc quantum apex balloon catheter was removed intact. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Event description:
It was reported that during a percutaneous coronary intervention treatment procedure, a balloon rupture occurred. Access was obtained via the femoral artery. The 75% stenosed lesion was located in the moderately tortuous and severely left circumflex (cx) artery. The physician advanced a 15mmx2.50mm nc quantum apex balloon to dilate the lesion. The nc quantum apex was inflated to 10atms and ruptured. The nc quantum apex balloon catheter was removed intact. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: a visual examination of the returned device found there was blood in the balloon and inflation lumen of the catheter. Magnified inspection revealed a longitudinal tear in the balloon wall on the distal end of the balloon. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).